Event description:
A malfunction was reported by the customer regarding the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears.